Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During device check, the autopulse platform (sn: (B)(4)) was displaying an error message "system error, out of service, revert to manual CPR" when the testing on the mannequin. No patient was involved.

Manufacturer narrative:
The reported complaint of ua 07 was confirmed during the archive review. However, the autopulse passed functional testing with no faults. Unrelated to the reported complaint, the visual examination found a damaged encode cover, motor cover, load plate cover, head restraint bracket and patient restraint pin. The technician observed customer complaint on ua02 (compression tracking error) on (B)(6) 2018 in the archive data, but was unable to duplicate fault. Functional testing device using lrtf (large resuscitation test fixture) for approximately 20 minutes, resulted in no fault found. The damaged encode cover, motor cover, load plate cover, head restraint bracket and patient restraint pin will be replaced upon customer approval. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints for autopulse sn (B)(4).